Event description:
Reporter indicated the suicide attempt may be a combination of medication changes, psychiatric disease, and a depleted vns generator, but is not sure what the exact cause is. Replacement of the vns is planned, but has not occurred to date. Current vns diagnostics are not known as the generator cannot be interrogated due to end of service.

Event description:
Clinic notes dated (B)(6) 2012 were received from the reporter to the manufacturer indicating the patient "tried to cut herself and put herself in a coffin" about a month previously. The patient does have a history of suicide attempts in adolescence prior to the vns being implanted. Replacement of the vns generator is being considered. Attempts for additional information are in progress.